Event description:
An issue was reported with the insulin gauge displaying an unexpected amount. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by loading a new cartridge.